Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 07/22/2015-device evaluation:the pump has been returned and evaluated by product analysis on 07/07/2015 with the following findings: during investigation, a visual inspection of the pump revealed moisture behind the display. The pump powered on with audible tones and vibrations, but the display remained blank. The audio bolus button was found to be missing. During testing, a leak test revealed a leak at the bolus button. The pump was opened and there was moisture observed on the display flex connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and reported moisture behind the display. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.